Event description:
It was reported a patient was receiving IV dilaudid programmed at .2 mg/hr volume to be infused 50ml. During bedside rounds the volume in the IV bag was notably less than what was registered on pump (48.4ml). Dilaudid infusion had been initiated at 12 noon. Tubing was primed with medication at that time. Volume estimated and reset on pump as 30cc. At 22:45, noted IV bag to be empty with air in tubing. New bag hung using a different pump. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 type of investigation not yet determined, c21 results pending completion of investigation, d16 conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported a patient was receiving IV dilaudid programmed at .2 mg/hr volume to be infused 50ml. During bedside rounds the volume in the IV bag was notably less than what was registered on pump (48.4ml). Dilaudid infusion had been initiated at 12 noon. Tubing was primed with medication at that time. Volume estimated and reset on pump as 30cc. At 22:45, noted IV bag to be empty with air in tubing. New bag hung using a different pump. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.